Event description:
Reporter alleged discrepant back to back glucose results of 250 mg/dl versus 109 mg/dl when testing was performed 5 minutes apart. Customer stated taking normal medications and food, however, no other actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.